Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m-55 lead, implanted: (B)(6) 2017, 4398-78 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with a cardiac resynchronization therapy defibrillator (crt-d) system, experienced bacteremia. Blood cultures were positive for cardiobacterium hominis secondary to endocarditis, fibrin strands were noted on the right ventricular lead with transesophageal echocardiogram (tee), and intravenous (IV) antibiotics were necessary, which resolved the issue. The system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.